Event description:
It was reported the atrial lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 6947m implantable tachy lead: (B)(6) 2013. 4296 implantable pacing lead: (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.